Event description:
It was reported the distal tip of the .018 guidewire detached in the pt's kidney during a nephrostomy tube placement procedure. No retrieval attempts were made. Another wire was used to successfully complete the procedure without pt complications. The user facility will not release this device for eval. Therefore, no failure analysis will be available. Follow up could not confirm if resistance was encountered during this procedure. However, it was indicated that scar tissue was present. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's diretions for use state: "advancement and/or withdrawal of .018/.038" wires should be smooth and without resistance. Do not use excessive force. If resistance is felt, carefully remove wire(s) and sys as a unit."